Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
The patient reported poor communication on the patient programmer (pp). Patient reported she haven't used pp in a long time and needed assistance with using pp because she was having return of symptoms. Patient programmer would not do telemetry with or without antenna. The patient was not feeling stimulation and not able to go to the bathroom for a week. It was confirm antenna was secured and sync with implantable neurostimulator (ins) but did not resolve the issue. Unplug antenna, place pp directly over ins, on skin and synced. Patient services assisted patient with using pp and patient said she gained a lot of weight and can't find ins on her body and getting the poor communication message on pp screen. Patient is to contact her hcp if poor communication screen continued. The patient stopped feeling stimulation and experienced leakage. The patient called back 2 days later and said she got the replacement. She said she did not know how to use it. The device was checked; patient was on 2.5 volts and didn't see any programs. Patient's stimulation was off. The stimulation was turned back on. The patient services explained to patient the reason she probably has had leakage for a couple weeks was because her stimulation wasn't on. The patient was instructed to try this for a couple days and if symptoms don't go away to follow up with the doctor. The patient called back couple weeks later repeated previously reported issues with therapy (leaking, not feeling stimulation). The patient did mentioned on the date of this call that the leaking would happen for 4 or 5 days and then stop, but then leaking would resume again. The patient also mentioned she has been taking stool softeners to help her go to the bathroom. The patient stated she wanted to increase stimulation so that she could make sure the implant was working. The patient stated she wanted to increase stimulation to the point where patient would feel a "bigger zap"and then take it back down quickly to a comfortable level. The patient stated stimulation was currently set at 2.5 where it always has been set. The patient stated she would follow up with hcp at this point regarding reported issues. The indications for use for this patient were gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.